Event description:
The centers for disease control and prevention made data available to amo showing that it had interviewed an additional 24 patients who had been diagnosed with acanthamoeba infections since 2005. Further details provided by the cdc indicated that one patient used lot aa00984. We are attempting to obtain further information. Root cause has not been established.

Manufacturer narrative:
Chemistry for retained sample and batch record review previously requested from mfg site. Results were within product specifications and batch record review unremarkable. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.